Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glucm) result of 31 mg/dl generated by synchron lx 20 pro clinical system for one patient sample. The result was not reported out of the laboratory. Subsequent testing on a different instrument produced higher results of 93 and 94 mg/dl, which were reported. There was no report of effect to patient or user.

Manufacturer narrative:
The customer claims qc was within the established ranges. The customer replaces the electrodes as soon as discrepant results are observed. All electrodes are within their shelf life and on-board life. Engineers have seen unidentified material coating the glucose cup and electrode face. Electrodes and swabs from material found in the glucose cup have been returned to qa for investigation. A definitive root cause has not been determined for this event.